Event description:
It was reported the pt was receiving a low battery flag, and no longer had stimulation. Follow up identified the sjm rep met with the pt, and could not establish communication with the ipg. The physician planned surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.